Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The device was returned due to a contact force issue. The device did not meet specifications during a shaft leak test and an irrigation leak test. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to the irrigation tubing detaching from the metal irrigation tubing, consistent with the failed shaft and irrigation leak tests, fluid ingress, and a loss of force data during the procedure.

Event description:
This report is to advise of an event observed during analysis confirming a irrigation leak of the catheter.